Event description:
It was reported that a continu-flo solution set leaked through the bubble trap chamber (drip chamber). The issue was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from october 2021. H10: the device was received for evaluation. Visual inspection was performed which observed a cut at the level of the junction check valve/tube which caused a leak. The reported leak condition was verified. The cause of the condition was due to assembly during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.